Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasions at 8.7 -10.1 cm, 10.9 - 11.0 cm, 14.1 -14.3 cm from the distal tip. The etfe coating was intact at these locations. Correction: this supplemental report is to correct the initial MDR reported. Analysis narrative, results code and conclusion code which was submitted on (B)(6) 2017. The analysis narrative and results and conclusion code were erroneously submitted as the analysis found internal insulation abrasions at 8.7 -10.1 cm, 10.9 - 11.0 cm, 14.1 -14.3 cm from the distal tip. The etfe coating was intact at these locations. The correct codes to supersede the initial results and conclusion codes should be respectively.